Event description:
A caller reported encountering alarm 18 and alarm 23 on the tandem mobi device, with alarm 23 recurring upon the resumption of insulin delivery, although insulin was not suspended at the time. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump and sent a new replacement since the customer¿s warranty had started recently. The customer was guided on how to store the current pump before sending it back to tandem with instructions to return it using a pre-paid ups label within 10 days, and the shipping address for the replacement was confirmed.